Event description:
It was reported that the customer "hit a handle" and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 263 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.